Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after removing the device from the package, it was noticed that the plunger came out of the body of the device; it seemed not connected to the needles. The device was attempted to be used in the patient; however, it was not possible to depress the plunger to deploy the needles. The sutures of two new proglide devices were successfully pre-placed. The sheath was 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger came out of the body of the device¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The ¿plunger seemed not connected to the needles¿ and ¿it was not possible to depress the plunger to deploy the needles¿ were not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was attempted to be used in the patient after the plunger had come out of the device. The perclose prostyle instructions for use (IFU) states: do not use the perclose prostyle smrc system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. The IFU deviation did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to user mishandling and treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d1, d4: the returned device was a prostyle not a proglide as initially reported. The account confirmed the correct device was returned for analysis.